Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products. Product ID: 419688 lead, implanted: (B)(6) 2011; product ID: 429678 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented with infection. The system was explanted. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.